Event description:
The customer initially called to report low battery life on the insulin pump. It was later reported that the customer was hospitalized for high blood glucose levels. Troubleshooting was performed and the insulin pump passed the prime test. The customer did not have the tubing clamp at the time of call for the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.